Event description:
The patient is pursuing a product liability claim out of the use of the zimmer tmt acetabular shell due to infection. The patient was initially implanted with an acetabular cut and hip stem from howmedica/osteonics on (B)(6) 2005 and was revised with zimmer and depuy parts on (B)(6) 2006. It is unknown if the patient's zimmer implant (from the revision surgery) was revised.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined; however, according to a white blood cell scan from (B)(6) 2007, there was no evidence of abnormal uptake to suggest site of infection. Should additional information be obtained to further this investigation, this report shall be updated.